Manufacturer narrative:
E1: initial reporter first name, initial reporter last name - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation, the faradrive steerable sheath clear was opened and prepared on the back table. Upon, inspection, the dilator tip was frayed and had a loose piece of plastic on the tip. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath.

Event description:
It was reported that during preparation, the faradrive steerable sheath clear was opened and prepared on the back table. Upon, inspection, the dilator tip was frayed and had a loose piece of plastic on the tip. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The device was received for analysis.

Manufacturer narrative:
The referenced faradrive sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged.

Event description:
It was reported that during preparation, the faradrive steerable sheath clear was opened and prepared on the back table. Upon, inspection, the dilator tip was frayed and had a loose piece of plastic on the tip. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The device was received for analysis.

Event description:
It was reported that during preparation, the faradrive steerable sheath clear was opened and prepared on the back table. Upon, inspection, the dilator tip was frayed and had a loose piece of plastic on the tip. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.